Event description:
Complainant alleged that during biomed testing, the device was in AED mode and initiated a charge to 200 joules, stopped at about 160 joules, and displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.